Event description:
Reporter noted this occurred during a power loss at their facility. A corneal burn occurred during phaco, after the unit was reset. Wound was slightly enlarged, and the flow increased; self-sealing at end of case. Pt reportedly doing fine.